Manufacturer narrative:
Insulin pump received with minor scratched lcd window and cracked reservoir tube lip. No damage on battery cap or battery tube noted and battery stayed in place during testing.

Event description:
Customer reported that the battery cap on the insulin pump does not stay in and that the battery keeps falling out. The blood glucose reading was 133 mg/dl. Customer also stated that she cannot read the screen. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.